Manufacturer narrative:
The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was not hospitalized for the reported event. The cause of the peritonitis was unknown. One day after the onset, the patient began treatment with vancomycin (intraperitoneal (ip), 1g, stat) and cefipime (ip, 1g, once a day). This treatment was ongoing at the time of this report. The actions taken with pd therapy were not reported. The patient was recovering from the peritonitis. No additional information is available.